Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 222 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, the customer did not respond.